Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the balloon was leaking air. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinally torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation result of balloon longitudinally torn. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn, which leads to the reported leak. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was longitudinally torn, which leads to the reported leak. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered previous the procedure. Also, it is possible that interaction with any kind of a sharp surface previous the procedure could create friction on the balloon, causing the problem of torn longitudinal found. Therefore, the most probable root cause is an adverse event related to procedure.